Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with injection piptaz (4.5gm, intravenously). On the following day, the patient began treatment for the event with injection piptaz (2.5gm after 8hours for 5 days). At the time of this report, treatment with piptaz and dianeal therapy were ongoing. The patient outcome was unknown. No additional information is available. .